Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information.

Event description:
It was reported that the patient had a system explant for an unidentified reason.

Manufacturer narrative:
Additional information received indicates there was no allegation against the ipg.